Event description:
The customer contacted beckman counter, inc. (Bdi) to report that their unicel dxc 600 synchron clinical system gave erroneously high sodium (na), potassium (k) and chloride (cl) for two pt samples. The erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. Prior to the event, the ion selective electrode (ise) system was calibrated and the quality control (qc) results were within the lab's established ranges. An ER physician questioned a high na result. The samples were repeated on the lab's second analyzer. The na, k and cl results were lower. Amended reports were issued.

Manufacturer narrative:
According to the bci field service engineer (fse), the customer changed the modular chemistry (mc) sample syringe and electrolyte buffer which apparently resolved the problem. A clear root cause was not identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.